Event description:
It was reported that the asymptomatic patient presented in clinic after feeling a vibratory notifier. It was noted that the cardiac resynchronization therapy defibrillator was in back-up. The device was restored to normal function and the patient was stable.